Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypotension, cardiac arrest and death, as the timeline of events is unknown. The pdrn reported the patient suffered a cardiac event, however the etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler cannot be disassociated from playing a possible role in the development of the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the temporal relationship, unknown causality, no cause of death, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient had low blood pressure during treatment and then after disconnecting had a cardiac event. Follow-up with the patient¿s pdrn revealed the patient contacted the on-call pdrn for assistance discontinuing ccpd therapy due to hypotension. After assisting the patient terminate the treatment, the pdrn instructed him to drink extra fluid and go to the emergency room. The patient¿s sister reportedly stopped to get gas while transporting the patient to the hospital, after which the patient reported he was feeling better and decided against going to the hospital. The patient¿s sister dropped the patient back off at his residence and left the patient until the following morning. When the patient¿s sister returned, she discovered the patient was unresponsive and was pronounced dead at the patient¿s residence by the county. The pdrn reported the patient was not taken to the hospital, and no resuscitative measures were undertaken. Although the specific timeline of events is unknown, it appears the patient did not restart ccpd treatment upon returning home. The cause of death was not provided, however there was no allegation a fresenius device(s) and/or product(s) deficiency or malfunction occurred.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient had low blood pressure during treatment and then after disconnecting had a cardiac event. Follow-up with the patient¿s pdrn revealed the patient contacted the on-call pdrn for assistance discontinuing ccpd therapy due to hypotension. After assisting the patient terminate the treatment, the pdrn instructed him to drink extra fluid and go to the emergency room. The patient¿s sister reportedly stopped to get gas while transporting the patient to the hospital, after which the patient reported he was feeling better and decided against going to the hospital. The patient¿s sister dropped the patient back off at his residence and left the patient until the following morning. When the patient¿s sister returned, she discovered the patient was unresponsive and was pronounced dead at the patient¿s residence by the county. The pdrn reported the patient was not taken to the hospital, and no resuscitative measures were undertaken. Although the specific timeline of events is unknown, it appears the patient did not restart ccpd treatment upon returning home. The cause of death was not provided, however there was no allegation a fresenius device(s) and/or product(s) deficiency or malfunction occurred. Upon further follow up, the pdrn stated that the officer informed her over the phone that the cause of death was due to natural causes. The closest assumption she could make is that it was a cardiac event, likely cardiac arrest.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient had low blood pressure during treatment and then after disconnecting had a cardiac event. Follow-up with the patient¿s pdrn revealed the patient contacted the on-call pdrn for assistance discontinuing ccpd therapy due to hypotension. After assisting the patient terminate the treatment, the pdrn instructed him to drink extra fluid and go to the emergency room. The patient¿s sister reportedly stopped to get gas while transporting the patient to the hospital, after which the patient reported he was feeling better and decided against going to the hospital. The patient¿s sister dropped the patient back off at his residence and left the patient until the following morning. When the patient¿s sister returned, she discovered the patient was unresponsive and was pronounced dead at the patient¿s residence by the county. The pdrn reported the patient was not taken to the hospital, and no resuscitative measures were undertaken. Although the specific timeline of events is unknown, it appears the patient did not restart ccpd treatment upon returning home. The cause of death was not provided, however there was no allegation a fresenius device(s) and/or product(s) deficiency or malfunction occurred. Upon further follow up, the pdrn stated that the officer informed her over the phone that the cause of death was due to natural causes. The closest assumption she could make is that it was a cardiac event, likely cardiac arrest.